Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's employee regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported the pump (implant date of (B)(6)2007) was replaced due to premature battery failure in 2012. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.